Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the oxygen sensor, which resolved the customer reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference #(B)(4). Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 23 december, 2013.

Event description:
It was reported by a customer in (B)(6) that, during patient use, an 840 ventilator was showing low oxygen readings. The customer was not comfortable performing oxygen calibration while the device was connected to the patient. Therefore, the patient was removed, and switched to another ventilator. There was no reported patient injury.